Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The second universal surgical manipulator (usm) was tested on an in-house system and triggered error 1126 in normal mode. The usm also failed the fiber test on the parallelogram and rolling loop and the chip encoder virtual absolute (cva) characterization test. The parallelogram and rolling loop fibers were replaced and error 1126 went away. The original parallelogram and rolling loop fibers were reconnected and the error returned. The parallelogram and rolling loop assemblies will be replaced to fix the 1126 communication problem. The insertion cva printed circuit assembly (pca) and flat flex cable (ffc) were replaced to resolve the cva characterization failure. Signs of fluid intrusion were confirmed since the instrument carriage was jammed. The insertion cva pca and ffc were replaced to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report several instances of arm 1 was not advancing. It was stated that it was not drape related and no related errors in logs. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the universal surgical manipulators usm1 and usm 4 to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. Isi received usm1 involved with this complaint to perform a failure analysis, which is in progress. Also, isi received usm 4 involved with this complaint and performed the failure analysis. The usm 4 unit was tested on an in-house system in normal mode without errors, but insertion was found hard to move and got stuck during the back drive test. The usm4 was also tested on a patient-side cart fixture test platform (pftp), where all related tests passed. After further investigation, contamination was not found. A follow-up MDR will be submitted if additional information is obtained.